Event description:
I have a medtronic pacer device (model a2dr01) implanted with three medtronic leads, 2 active models 407645 - active, 5024m-58 - inactive), 1 inactive (model 5024m-58). The one of the active leads and the inactive lead were implanted in (B)(6) 1996. The other active lead was implanted in (B)(6) 2007. My current pacer (my third) was implanted in (B)(6) 2015. My medtronic medical device identification card shows the implant dates, serial numbers and model numbers for the pacer and the two active leads on the front of the card. The back of the card contains the following: "I have a/an advisa dr MRI surescan pacemaker implanted." There is no indication that I have an inactive lead implanted. I was recently in the emergency department of (B)(6) hospital in (B)(6). As part of their diagnostics, the attending physician ordered an MRI. I told the attending that I could not have an MRI because of the pacer. He looked at my medtronic card and indicated that the above language meant that I could have an MRI. The MRI was set for the following day. Just before I was to be taken for the test, I called my cardiologist to verify that I could, in fact, have the MRI. "No, no, no" was his reaction. The pacer may be MRI compatible, but the two older leads are not. There is a strong chance that the MRI would have resulted in a rupture of my heart where these two leads are now firmly embedded! The language on the medtronic medical device identification card is clearly deficient. I have fixed my card by adding the following to the back: "no mris ever". But what about everyone else? In (B)(6), I wrote to the ceo and general counsel of medtronic about this problem but I have not heard back from them. I asked them to address this problem by re-issuing the medical device identification card with more appropriate and medically accurate information. As I have not received a new ID card, I am asking the FDA to order medtronic to issue new ID cards with appropriate language to all who have a medtronic implant. This is a most serious problem that requires immediate action. I got lucky because I check and re-check important details. Maybe the next person won't be so lucky.